Event description:
During acl surgery the distal tip of the driver broke off. The broken piece was left in the screw and remains in the patient. No patient injury or procedural complications were reported.